Event description:
It was reported that the patient began having withdrawal symptoms the day prior to the report and the symptoms had gotten progressively worse. The reporter indicated that the event logs read "reset occurred", "low battery reset occurred", and "pump is in safe state" on (B)(6) 2013. No pump alarm was heard. Troubleshooting was performed in an attempt to program the pump out of the reset. The device system was used to deliver gablofen (baclofen). It was later reported that the patient's pump was "fairly close to the end of her battery life" but the week prior to the report "for some reason the pump stopped, did not alarm." No one had heard the pump alarming; however, a critical alarm due to safe state was confirmed by telemetry. The reporter stated that the pump was programmed to alarm every 10 minutes for a critical alarm. The patient was currently in the operating room (or) to have the pump replaced. It was later confirmed that the pump was replaced on (B)(6) 2013.

Event description:
It was reported that the audible alarm was heard during the surgery. It was later reported that the patient was more spastic prior to arriving at the hospital. The cause of the alarm due to safe state was unknown. Following the pump replacement surgery the patient was reported to have been doing well and there were no known complaints.

Manufacturer narrative:
Product ID: 8709, lot# j10847r26, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump ngp302018h revealed a high resistance pump battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.